Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A health professional reported that during an intraocular lens (iol) implant surgery to the left eye, the lens was found to have a balloon string like defect during the unfolding portion of the surgery. The surgeon had to widen the wound to remove the lens during the initial surgery and implant a new lens. The patient required a suture to close the wound. The surgeon stated the patient had visual deterioration that has resolved. Additional information was requested and received.

Manufacturer narrative:
The lens was returned in the lens case. Viscoelastic is dried on the lens. The lens was cleaned with lphse. The optic has a large deep scrape with material removed on the anterior surface. The scrape starts at the edge of the lens and travels in across the center. Multiple parallel scratches are observed on the anterior and posterior surface which appear to have been cause by an instrument used to grasp the lens. Iol product history records were reviewed and documentation indicated the product met release criteria. The used company ii (b) cartridge was also returned. Viscoelastic is dried on in the cartridge. There is evidence on one wing that the cartridge was placed in handpiece the evidence is missing on the opposite side. This may indicate the cartridge was not fully seated in the handpiece. No cartridge damage was observed. Company product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The company lens model is only qualified for use in the company (a) cartridge with the company ii handpiece and company viscoelastic. The viscoelastic indicated is not qualified for the qualified company lens model combination. The lens was returned. The optic has a large deep scrape with material removed on the anterior surface. The scrape starts at the edge of the lens and travels inward across the center. The root cause may be related to a failure to follow the dfu. The customer indicated the use of a company ii (b) cartridge. The company lens model is only qualified for use in the company (a) cartridge. The scrape mark is on the anterior surface. This damage is similar in appearance to damage cause by an instrument when loading an iol. In addition. There was evidence the cartridge may not have been fully seated in the handpiece. The use of non-qualified combinations may lead to delivery issues and/or damage to the lens or the company cartridge. The viscoelastic indicated is not qualified for the lens/company handpiece combination used. Due to differing material properties, the use of a non-qualified viscoelastic may result in delivery issues and/or damage. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).